Event description:
A nurse called stating there is an insulation fracture in the rv lead and they are going to do a lead revision and leave this lead implanted but also place a second lead. On 6/23/2016 - there is no indication that this lead was replaced, even partially, with a biotronik product.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.